Manufacturer narrative:
Device evaluation summary: returned contents: the everflex entrust was returned inside a red biohazard bag. An unknown green 0.035" guidewire was loaded. No other ancillary devices were included. Visual inspection: the everflex entrust was inspected and noted the catheter was bent at an approximate 45-degree angle beneath the strain relief. The strain relief was removed and the blue catheter was secured against the handle assembly, the inner was exposed. The inner showed to approximate 90-degree bends. The distal end of the catheter was bent/evenly coiled. Approximately 39cm of the guidewire was exposed from the distal tip. The guidewire was bent/coiled. It was verified the stent was not loaded. Crushing/bending of the catheter was noted approximately 3cm from the distal tip. Direct light was applied to the distal end of the catheter, confirming the stent was not loaded within the catheter. The pusher distal end was identified approximately 19 cm from the distal tip of the catheter. The handle assembly was cracked open and identified the pull cable was broken from the catheter. The outer was detached and migrated distally. Functional testing: the guidewire was attempted to be advanced and retraced from the distal and proximal ends. The guidewire would not move in either direction. Analysis summary/results: the gw could not be removed from the catheter. Damage noted to the entrust catheter likely contributed to the ability to track along the gw.

Event description:
During an attempt to treat a calcified lesion in the left sfa using an everflex entrust se stent, it was reported that physician experienced removal difficulty post stent implant. Stent was properly deployed; however, the catheter/delivery system deformed. Once stent was deployed fully, physician noticed it had stretched in place due to partial initial deployment, stent was then ballooned and another 5/120 everflex stent placed to realign that stent to complete the procedure. Physician believes sheath of stent was tight within the cook sheath where the aortic bifurcation was, as the bifurcation was tight and stent sheath got caught and failed to allow stent to deploy properly. Bilateral common iliac stents previously placed made aortic bifurcate very tight angle for up/over sheath to traverse and for devices to negotiate. No injury to patient was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.